Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide correction based on the approved final investigation. The device was returned to olympus for inspection. Corrected fields: h4, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the foreign material identified the most probable cause of the identified failures is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.